Event description:
Treatment of an avm. It was reported that the catheter ruptured at approcimately 3-4 cm from the distal tip during contrast injection. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 20.7 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. The IFU includes warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". No patient injury report. (B)(4).